Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: there was no damage noted to the pump. The pump successfully powered on with the returned battery cap. During testing the pump keypad was observed to be completely unresponsive to button presses. The pump passed a leak test without issues noted. The pump was opened and moisture was observed throughout the circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture noted behind the pump display screen lens. The reporter confirmed that there was no noted damage to the pump casing associated with the moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.